Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 4. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.